Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. Two clips were implanted and the mr was reduced to grade 2. The patient was stable until the day after surgery. The patient's condition worsened two days post-procedure. A mitral valve repair (mvr) was performed on (B)(6) 2024. Per the physician, there was a tear on the posterior leaflet tip attached to the second clip. The patient's condition is stable after surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury and hypotension were unable to be determined. The reported patient effects of tissue injury and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.